Event description:
It was reported to philips that the device failed to power on due to a burned fuse in the power control circuit on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the burned fuse and restored the device to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).